Event description:
Caller reported a cgm error associated with sensor g7. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions to reset the pump, and after the reset, the error did not reoccur. Customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.